Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device was continuously activating.

Event description:
It was reported the device was continuously activating.

Manufacturer narrative:
Alleged failure: continuous activation. Probable root cause: design: all probes have a default power setting that is not the max power level of the console the product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.